Manufacturer narrative:
Although this event occurred prior to u.s. Approval, this report is being submitted in response to the FDA's request on (B)(4) 2011. This event was reviewed by aga medical erosion board chairs on (B)(4) 2011 and definite erosion was confirmed.

Event description:
On (B)(6) 2003, a 35mm and 25mm amplatzer cribriform occluder (aco) were implanted in an adult female with multiple (at least 6) defects. The difficult procedure went well with only a small residual shunt. The patient was discharged the next day. On (B)(6) 2003, five days post-discharge, the patient bent down at home and felt a pain in her back with lightheadedness. At the hospital, a pericardial effusion was diagnosed. The patient was sent to surgery where it was found that the rim of the larger 35mm aco had eroded the roof of the left atrium and was on its way into the aortic root. The acos were removed and the septum was patched. The patient was reported to be doing well. According to the physician, "that although the 35mm aco looked good on the echo, it was eccentrically placed in the septum and its rim was therefore more likely to place pressure on the roof of the left atrium rather than being confined to within the margins of the foramen. With the asd device, a deficient margin at the aorta was not a concern, but with the aco, perhaps the greater disc overlap of the aorta allowed by the narrow central waist might be a risk factor for complications like this".